Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump and display screen was blank. Customer changed batteries and constant tone was not resolved. Customer's blood glucose was unknown. Customer declined to have insulin pump rest for 2 hours. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Blank display due to faulty mother board. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. No constant tone or audio/beep anomaly noted. The insulin pump had cracked case at display window corner.